Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 120mg/dl, 185mg/dl. Tests were done within <10 mins with a difference of 38%. Pt did not experience any adverse events. No further info has been reported. Note-in the reported issue notes it states that the, "customer using expired strips."